Event description:
It was reported that this patient's right knee was experiencing persistent, worsening effusion. Patient was revised to a 2mm thicker and constrained insert.

Manufacturer narrative:
Pending evaluation.

Event description:
It was reported via a surgeon's discussion with the company about recalled devices that this patient's right knee was experiencing persistent, worsening effusion. The patient was revised to a 2mm thicker and constrained insert for an unreported reason. No additional information after multiple attempts.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, reason not reported. Section h11: *the following sections have corrected information: (b5) describe event or problem: it was reported via a surgeon's discussion with the company about recalled devices that this patient's right knee was experiencing persistent, worsening effusion. The patient was revised to a 2mm thicker and constrained insert for an unreported reason. No additional information after multiple attempts.